Manufacturer narrative:
The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 80 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, ultrasound examination revealed an aneurysm diameter of 88 mm. On (B)(6) 2017, ultrasound examination identified an aneurysm diameter of 90 mm. On (B)(6) 2018, computed tomography angiography imaging confirmed an aneurysm diameter of 94 mm. On (B)(6) 2018, an additional graft was implanted during an endovascular procedure to treat a persisting type 1a or type ii endoleak.